Event description:
The patient presented in the clinic for evaluation and a decrease in sensing was observed. The lead was capped due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.